Event description:
User facility reported to bausch & lomb france that 1 of the phaco cassettes expelled white particulates into a pt's eye. The pt was required to return to surgery to have the particulates removed from the eye.